Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair product evaluation product review of the skin graft mesher (B)(6) by dover on 24 march 2020 revealed that there was a bent comb so the pre-test calibration and test cut could not be performed. The side plates also had visible wear that could affect the calibration. Product repair of the device was performed by dover on 24 march 2020 which included replacement of the following: side plates, bushings, washers, shoulder bolts, left sliding pin, comb, and gear replaced additional repair included recalibration the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during pre-op testing, the cutting guard screen was bent (bent comb). There was no harm and no delay. No adverse event was reported as a result of this malfunction.